Manufacturer narrative:
(B)(4). Device broke during insertion; device was not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the surgery of proximal phalangeal fracture of the middle finger, the screw and the drill bit were broken. During the process of inserting the 2.4mm headless compression screw, the surgeon firstly inserted the 1.1mm guide wire. After measured by depth gauge, the surgeon applied fenestration for cortical bone over the guide wire. The surgeon then inserted the reported screw. When the screw reached to the cortical bone on the other side, the surgeon felt something hard, but yet felt like the screw was inserted properly so he continued inserting the screw. The tip of the screw then broke. After the surgeon removed the fragment tip of the screw, he drilled to the cortical bone on the other side. While the surgeon was drilling, the tip of the drill bit broke into pieces. The surgeon removed the drill bit and removed the fragment tips, and he inserted a spare screw. The spare screw was inserted properly. No surgical delay was reported; the surgery was successfully completed. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product investigation was performed for the subject device (2.4mm ti hdlss compression scr 14mm/short thread-sterile, part number 04.226.214s , lot number unknown). The subject device was received with the complaint reporting that during surgery to treat a proximal phalangeal fracture of the middle finger, the screw and the drill bit were broken. Visual inspection of the screw confirmed that the thread tip was broken off as reported. The manufacturing documents could not be reviewed as the lot number known. A root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.